Event description:
Report received of an over-delivery of heparin due to a programming error. The pump was intended to be programmed to deliver an unspecified concentration of heparin at 10ml/hr. It was reported that when the pump was turned, on the previous program, which was a dose calculation program, was not cleared the pump was programmed to deliver the heparin at 10mcg/kg/min, instead of the intended rate of 10ml/hr. It was reported that the patient received the entire 250ml bag of heparin in 6 hours. The patrient's ptt level was reported to be elevated. No specific values were provided. The heparin was left off for an unspecified length of time and was then resumed at 10ml/hour. No medical interventions were required for the patient. Though requested, there was no additional information available.